Event description:
The patient received a surgical lead in his thoracic region as part of his scs system. It was reported the patient felt inadequate stimulation coverage in his back. He stated he had excellent coverage in his buttocks and legs. Reprogramming efforts allegedly were unsuccessful at resolving the issue. It was reported the patient is considering getting his system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.